Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples or photographic evidence were received for this complaint therefore visual inspection and functional evaluation could not be performed. The lot number provided is not a valid smith and nephew lot number, therefore a review of batch manufacturing records could not be conducted. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after the placement of the dressing at the lumbar level npwt was started and 20 minutes after the installation of the pico dressing, orange light started flashing, indicating leakage. Immediately, therapy was restarted showing same error, installation of the system was done correctly according to the brand's own instructions. Failure did not change, so it was decided to try a new equipment and same thing happened, same error of leakage was showed. According to all the recommendations, dressing was changed and it was installed according to instructions of the supplier. Npwt was initiated and equipment immediately began to work of suitable form with the silent motor, without alarm indicator.